Event description:
Related to MFR report number: 2183959-2012-03097. It was reported by the plaintiff¿s attorney that the plaintiff was implanted with a sparc self-fixating sling system on or about (B)(6) 2008 to correct her pelvic organ prolapse and/or stress urinary incontinence. It was alleged the plaintiff experienced significant mental and physical pain and suffering, severe emotional distress, anguish, anxiety, permanent injury, permanent and substantial physical deformity, irreparable bodily injury. On or around (B)(6) 2010, the plaintiff underwent surgery to correct her pelvic organ prolapse and/or stress urinary incontinence.

Manufacturer narrative:
Lawyer-filed report- (B)(4). Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.